Manufacturer narrative:
If implanted, if explanted, give date: not applicable, the lens was removed/replaced within the initial procedure. Device evaluation: the product was returned to the manufacturing site as it was discarded by the customer; therefore, the complaint issue reported was not verified. Product deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional complaint folders have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was a folding issue with a preloaded monofocal intraocular lens (iol). The iol was stuck in the cartridge and partially inserted into the patient's left (os) eye. The procedure was completed using another pcb00 iol of the same diopter which was implanted. There was no surgical intervention performed and patient is doing fine post-surgery. The customer indicated that the lens was discarded and only the emptied box will be returned. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.